Manufacturer narrative:
Terumo did not receive the actual device and further information is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to pulmonary bypass surgery, during prime, the luer leaked at the recirculation line. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.